Event description:
The hospital reported that during an endoscopic vein harvesting procedure, approx halfway through branch ligation, it was noted that there was damage to the hemopro 2 jaws. Both branch ligation and fasciotomy were performed. Fasciotomy was pull and turn technique. Jaws were cleaned gently with wet sponge. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Power setting was 3. Pre-test on wet gauze was performed. The reporter indicated that the harvester is fairly new. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).